Manufacturer narrative:
The investigation for the reported delivery issues has been completed. However, clinical information was sufficient to determine the root cause. The impella device was not returned for evaluation. The root cause of the delivery issue was due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74-year-old male was implanted with an impella 5.5. The complainant reported that resistance was met while attempting to implant an impella 5.5 pump for patient support. It was documented that the pump was unable to pass the turn into the aorta during the delivery. As a result, the pump was removed and direct access was utilized to place the device. There was no patient harm.